Manufacturer narrative:
This device remains implanted and in service, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable device recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. The device remains implanted. No adverse patient effects were reported.